Event description:
Tech alleged that the brakes would not set from the head or foot but would from the side. The side pedal engaged the brakes on the head end of the unit. The brake linkage from foot and head brakes were broken. Tech replaced the head and foot brake linkage from the stretcher fixing the problems.